Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025 to underwent a skin flap reduction surgery due to sound intermittency, retention issues and discomfort. The implanted device remains.